Event description:
The customer reported that their display failed and was replaced with on-site spare. No pt events/issues. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
Replace under service contract. The customer will scrap the display locally. The acuity display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method - (bmet confirmed display failure).